Event description:
A customer reported a system footswitch did not change settings during a cataract procedure. The footswitch was exchanged and the procedure was completed. There was no pt harm.

Manufacturer narrative:
The customer reported that their footswitch was not changing system settings during the procedure. The facility biomedical technician called the company technical support specialist (tss) to assist with troubleshooting. The facility biomedical technician was unable to duplicate the problem reported. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints did not indicate any additional related reports for this footswitch or its associated system. The root cause could not be determined. (B)(4).